Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose were over 400 mg/dl and 40 mg/dl. The customer also reported other blood glucose values such as 524 mg/dl, over 250 mg/dl, 398 mg/dl. The customer treated for high blood glucose with bolus for high blood glucose level and for low blood glucose level with energy goo and apple. Based on customer report customer did not allege the insulin pump was under delivering. The customer was assisted with troubleshooting. Customer using auto mode. Customer reported that the cannula was bent of the infusion set. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.